Event description:
It was reported that during a stenting procedure, the graphix guidewire fractured. The lesion being treated was in the circumflex (cx) and left anterior descending (lad) coronary artery. The physician wired the cx and lad, tried multiple balloons over the wires, but could not get a stent across the lesion. The physician removed the wires and inserted this graphix wire, stented the left main, and noticed that the tip had fractured. It remains in the cx and will not be removed. Pt had chest pain during the procedure but is reported as ok now.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.